Event description:
Caller tested 3.3 inr, 3.4 inr, 2.6 inr and 3.1 inr on the coaguchek xs system. It is not known if the test results were obtained using different fingersticks and there is no way to reach the customer to clarify. No treatment provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.